Manufacturer narrative:
A review of tickets for architect troponin, list number 2k41-27, lot 41394un17 did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue. Accuracy testing was performed with retained kits of reagent lot 41394un17 and all acceptance criteria was met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect troponin, lot 41394un17.

Event description:
The customer reported a falsely elevated architect troponin result on one patient. The results provided were: outpatient initial =70 ng/l (>50=positive). The patient was admitted to the ER where another sample was drawn, troponin result = <10. The customer repeated the original sample and generated <10 ng/l result. The patient was not treated. There was no reported impact to patient management. There was no additional patient information provided.